Event description:
The user facility reported that the guiding sheath separated during removal following a pta procedure. Reportedly, the sheath became caught on calcifications in the left sfa as it was being withdrawn, and then the distal portion of the outer separated. However, the sections were still connected via the inner coil wire. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
Results - based upon evaluation of returned sample & user facility information; based upon testing of reserve samples. Conclusions - based upon evaluation of returned sample & user facility information; based upon testing of reserve samples. The failure investigation was based on assessment of user facility information, returned & retained samples. The procedural notes from the user facility did not provide any information about the reported sheath separation. However, they did confirm successful completion of the procedure. Visual examination of the return sample confirmed that the sheath tubing had been stretched & then eventually separated into 2 pieces with the inner coil wire remaining intact & connecting the sheath tubing sections together. Inspection and testing of representative retained samples found no defects or anomalies, and product performance specifications were met. Although the cause of the reported event cannot be definitively determined, the available information is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. Based on user facility information, the resistance during withdraw was caused by the sheath becoming caught on calcifications in the left sfa. There is no indication that the reported separation was related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up. Pat. Prob. (B)(4)